Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an unspecified infection and subsequently passed away. The cause of death was unknown; the patient¿s daughter believed it was related to the patient¿s hospitalization due to their kidneys shutting down, infection (unspecified), and heart problems. The nature of the infection was unknown. Treatment for the infection was not reported. It was not reported if pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.